Manufacturer narrative:
(B)(4) date sent: 11/01/2017 additional information requested and received: there were no consequences on the patients because the stapling defect was observed during surgery. A different ligaclip was used.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? Additional information was received: patient with cholelithiasis (elective intervention) which, when the clips were placed on the cystic, we observed they where not very tight. Having seen that, I removed the clips without any resistance. When the clips were retired I realized that the clip didn¿t have the ¿parallel¿ shape it should have when applying on the structure. Solution to the problem: when I realized of the problem during the surgery, I place other 2 different clips.

Event description:
It was reported that during a procedure, there was a problem with the 5mm clips. They don¿t hold properly and moved after clipping them.